Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a forceps elevator wire had foreign objects was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: as a result, it was confirmed that reprocessing was not performed at the time of return, and foreign material was attached because reprocessing was not performed. The attached foreign material had not been identified. We did not observe a defective part, which seemed to have contributed to the foreign material attached to the forceps elevator wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.